Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a vizigo and before the surgery, the white gasket in the hemostatic valve of sheath was found to have been skewed when the package was just opened. The doctor tried to insert inner sheath, but the white gasket in the hemostatic valve was skewed inside. The device was not used in patient. Another sheath was used to complete the procedure. There was no adverse event reported on the patient.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6), a picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, it was observed that the dilator was inside the sheath and the valve dislodged inside of the hub. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-002176206